Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (load step malfunction) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 11-nov-2017 with the following findings: a review of the pump¿s black box showed one cs 163 no cartridge detected warning. During testing, while performing the load step, the piston pushed up until the cartridge was empty; a load step malfunction was duplicated. The force sensor calibration was found to be out of specification. The pump case was removed and moisture was found on force sensor plate.